Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there is blood stains on the upper part of lid after centrifugation and customer noticed samples were hemolyzed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 100 retained samples were visually inspected, and no additive abnormality was observed. Additionally, 10 retained samples underwent functional tests and residual specimen in the stopper wells was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure modes blood pooling in the stopper well and hemolysis. No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there is blood stains on the upper part of lid after centrifugation and customer noticed samples were hemolyzed. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: a0908 - incorrect, inadequate or imprecise result or readings investigation summary: bd had not received samples or photos for investigation. A total of 100 retained samples were visually inspected, and no additive abnormality was observed. Additionally, 10 retained samples underwent functional tests and residual specimen in the stopper wells was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure modes blood pooling in the stopper well and hemolysis. No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there is blood stains on the upper part of lid after centrifugation and customer noticed samples were hemolyzed. There was no health impact or consequence reported.